Manufacturer narrative:
Retrosternal haematoma occurred on (B)(6) 2020. Adverse event was reported as mild and anticipated; possibly related to device, procedure, and patient's pre-existing condition. Haematoma was drained and patient received additional medication. Adverse event resolved without sequelae on (B)(6) 2020. Re-operation on carotid artery. Thrombus removed. Haematoma was drained. Thrombus formation event reported as possibly device related; however, device deficiency that possibly caused the event was not determined. The device does not have any distinct parts, components or subassemblies. Type of investigation: a 5 year review (jan 17 - sep 22) of similar complaints (haematoma v thoraflex hybrid branded product) gave an occurrence rate of (B)(4) (complaints v sales). No negative trend was identified. Further information - scans have been requested from the site. Device remains in situ. The review of quality, manufacturing and physical test records showed that the device was manufactured to the intended specifications. No issue has been found upon review of the retained device history records for this device. Additional information and CT scans has been requested from the study site.

Event description:
Adverse event of retrosternal haematoma was reported from thor study for the patient implanted with thoraflex hybrid device. Event of retrosternal haematoma occurred on (B)(6) 2020. Adverse event was reported as mild and anticipated; possibly related to device, procedure, and patient's pre-existing condition. Haematoma was drained and patient received additional medication. Adverse event resolved without sequelae on (B)(6) 2020. Initially 3 events were reported (stroke, thrombus, haematoma) in FDA report 9612515-2022-00016 as all three events occurred to the same patient implanted with thoraflex hybrid. However further consideration was given, and three events were split into three difeerent FDA reports. Follow up report for stroke event was submitted under reference number 9612515-2022-00016. Additional report for thrombus (FDA reference 9612515-2022-00021) will be submitted.

Manufacturer narrative:
Manufacturer narrative : section h6. Investigation findings : 213 - no device problem found - no issue has been found upon review of the retained device history records for this device. Further information from the site received on 15 nov 22 the site has spoken to the clinician who had confirmed that the event of haematoma is not considered to be device related. Scans were received and reviewed on 15 dec 22. The post -implant CT imaging has been performed after the re intervention to resolve the stroke. It is therefore not possible to give the conclusive review of the scans. Investigation conclusion: 67 - no problem detected. - study site confirmed the event was not device related. Further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time.

Event description:
This report is being submitted as follow up # 1 for mfg report #9612515 - 2022-00023 to provide closure information for comp 4785.